Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components aree: product ID 3889-28, lot# va1dtn8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID 3889-28, lot# va1dtn8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead .

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implanted neurostimulator was explanted as well.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1dtn8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that there was a removal/explant. There was a report that the patient fell on their battery and developed an infection. The fall was what led or contributed to the issue. It was reported that the patient was already on antibiotics and the issue resolved at the time of the report. A surgical intervention did occur. Relevant medical history includes gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.